Event description:
The manufacturer representative (rep) reported, in relation to the patient implanted for occipital neuralgia, being asked to see a patient to perform a power on reset (por). No other information was known. Por was reviewed. Additional information received from the consumer reported that the patient was able to charge and the rep could communicate with the clinician programmer (cp). The cp indicated that the implantable neurostimulator (ins) was only discharged and not overdischarged. The por had been showing for 3-4 months and had notified a rep on (B)(6) 2016. Charging to 25% and then clearing the por was reviewed. The patient hadn't had normal stimulation in 4 months due to the por. It was also reported that the patient reported charging to 75% on (B)(6) 2016 and the ins was discharged on (B)(6) 2016. Rapid discharge was alleged, though this was unclear as no information was pulled at the time of the call. Additional information received from the rep in response to follow-up reported that they had met with the patient and was able to commence charging. Stimulation was then restored after charging. The rep had not heard of any further issues from the patient as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.